Event description:
While patient was on ventilator, a ventilator alarm went off. Alarm inicator showed power loss. Patient was immediately oxygenated by ambu bag and ventilator was replaced and taken out of service.manufacturer response (as per reporter):the ventilator was checked by the puritan bennet service engineer and it was determined that the ventilator had been running on battery back-up power for an hour until power was depleted. The ventilator underwent a full diagnostic check and battery was fully charged. Power electrical cord was replaced as a precaution. The unit passed all safety checks and was determined ready to be returned to service.